Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was explanted due allegations of loss of telemetry and no bradycardia pacing.